Manufacturer narrative:
The insulin pump was received with high sleep current due to high resistance on the internal battery connector and the power graph analysis has confirmed low battery alarms. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly the pump was monitored and functioned properly. The insulin pump passed the self-test, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with low battery alarms and pump settings. It was reported that the customer had already been sent a battery cap. The customer's blood glucose level at the time of incident was reported to be unknown. Troubleshoot was reported to be conducted. It was reported that the device would be replaced and returned for analysis.